Manufacturer narrative:
Date of event should have been (B)(6) 2017 rather than blank.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found burn marks on the main printed circuit board.

Event description:
This report is to advise of an event observed during analysis.